Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unexpected reset occurred. Additionally, it was reported that the pump's time was incorrect, the cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. The customer's blood glucose was 100-300 mg/dl .